Event description:
Pt alleged that device malfunctioned and did not give any insulin, resulting in elevated blood glucose. Pt self-treated high blood glucose by delivering several insulin boluses, and pt switched to back-up device.